Event description:
A us distributor reported that a battery charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to an internally open crystal oscillator. Additionally, contamination was found on the battery board. The root cause of the open crystal oscillator was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.